Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-nov-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door 3 had failed and was experiencing a double-clicking issue. A field service engineer (fse) replaced the micro switches and re-tightened the wire harness connectors to resolve the issue. The fse then applied carbon conductor grease to the micro switches as a preventative measure to ensure strong connectivity. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ 4000 tower door's latch keep clicking. The customer stated that the malfunction occurred when a user tried to issue medication to the patient and caused a delay in dispensing medications to the patient, as the user had to get the medication from the pharmacy or another station. There were no adverse events or injuries reported based on this event.